Manufacturer narrative:
(B)(4). Additional information: the manufacturing date was 11/4/2014-11/11/2014. The device was received for evaluation. A visual inspection was performed and revealed no issues that could have caused or contributed to the reported event. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue could not be verified and the cause of the issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a care giver (cg) observed a minicap with a dry sponge. The cg stated that the sponge was orange/brown and appeared to have iodine on it. However, the iodine appeared dry. There was no damage to the packaging. The minicap was stored at room temperature. The cg stated that this issue was found before use. There was no patient involvement. No additional information is available. This is report 22 of 51.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.